Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. The lcd screen is also cracked. Unable to perform functional tests including displacement and self tests due to the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the middle keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump buttons not responsive and screen was white. The customer's blood glucose value was unknown. Customer reports crack on the back of the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.